Event description:
The user site reported that prior to a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025; the c-arm started rotating when the device was turned on. The c-arm continued rotating to 360 degrees before the onsite technologist stopped it, which resulted in an error code. The onsite technologist cleared the error code and reported that the device returned to performing as expected prior to the incident. No patient or user impact was reported. The user site did not request service for a repair and considered the event resolved. A hologic technical service specialist contacted the user site to inquire about the status of the reported problem, during which the onsite technologist confirmed the error code was cleared and the system was functional. No further information is currently available.